Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 300 units of insulin. Customer¿s blood glucose (bg) was 51 mg/dl. Juice and food were consumed to treat bg level. Reportedly, the customer continued using the existing cartridge for insulin delivery.